Event description:
Tampon shedding fluff, fluff when I went to the toilet- retained, vagina [foreign body in reproductive tract] tampon was shedding fluff [device breakage] case narrative: consumer reported via phone that the tampon shed fluff. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon shedding fluff, fluff when I went to the toilet- retained, vagina [foreign body in reproductive tract]. Tampon was shedding fluff [device breakage]. Case narrative: consumer reported via phone that the tampon shed fluff. No serious injury was reported.